Event description:
Report received from USA stating that the nose tube of the device was broken. It is unknown if the device was being used during surgery. It is unknown if injury, delay or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).